Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high, intermittent impedances were measured with the patient¿s system. It was stated that during surgery, with patient in a ventral decubitus position, good impedances were measured on all but one contact (electrode 2), which was out of range (>40000 ohms). The hcp decided to complete the surgery based on the result at that time. Later, in the recuperation area and while the patient was in a dorsal decubitus position, a new impedance test was performed where every contact was out of range (>40000 ohms). The hcp then opted to review the system again in the operating room. Several more impedance tests were performed and it was found that the impedances were good depending on the patient¿s position ¿ when the patient was in a ventral decubitus position all impedances were green and when she turned around, some of them failed. Once in the operating room, after checking the connections again and being sure that the stitches did not touch any lead or wire, five more impedance checks were performed with no issues found. The patient then returned to the recuperation area and was programmed, where it was found that contacts 7, 14, and 15 were out of range; however, the hcp decided that it was acceptable for the therapy the patient needed. The patient was seen a few days later with a basic program running and was manually tested with all stimulation pairs in order to contact the patient¿s stimulus and it was found that there was a ¿great response in every contact combination at low currents (1.5 to 2.8 ma).¿ the patient left with additional, complex programmed groups available. It was stated that the patient had a ¿good response¿ and provided ¿good feedback¿ regarding their device. There was no issue with the patient¿s stimulation pattern and the patient felt the stimulation correctly. The issue was considered resolved at the time of report. The failed back surgery syndrome (fbss) patient was alive with no injury at the time of report. It was noted that the implantable neurostimulator (ins) connection or the cleaning of the patient¿s lead with sterile water during surgery may have led or contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977c290 lot# serial# (B)(6); implanted: (B)(6) 2024; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.